Manufacturer narrative:
The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during an unk procedure, the shear had the end of the blade broken. The case was completed using another instrument. There was no pt consequence.